Manufacturer narrative:
Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 was performed. Testing met all validity criteria and acceptance criteria for all four analytes and received a disposition of pass. Customer data review: the customer data was reviewed for the reported false positives with logs attached to the ticket. The false positive samples exhibited low amplification near (within 5 cycles) to the assay cutoff for rsv and cov2, indicating a weak positive signal. Review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 are performing as expected. Review of the results log files from the customer do not indicate that lot 414712 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review: device history record (DHR) review the device history record (DHR) review did not identify any issues that could have led to the reported issue during production. The quality control (qc) amp kit testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. Corrective and preventative actions (CAPA) / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any existing internal records or nonconformances related to the reported issue. Complaint history review the lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the rsv analyte while using alinity m resp-4-plex amp kit (list 09n79-090) lot 414712. Additionally, complaint trending was reviewed. List number 09n79 (alinity m resp-4-plex) did not exceed the complaint upper control limit. No new adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 was not identified. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval. Additional mdrs submitted for additional run dates: 3005248192-2025-00223 and 3005248192-2025-00224.

Event description:
Customer reported false positive results on the rsv target when running the alinity m resp-4-plex assay. Technical application specialist (tas) performed log analysis which revealed that there were several sample ids (sids) which generated low positive results for rsv but were negative upon repeat. Sid (B)(6) was run on (B)(6) 2025 and generated a result of rsv cycle threshold (CT): 39.65 and when repeated one day later generated a negative result. Sid (B)(6) was run on (B)(6) 2025 and generated a result of rsv CT: 40.88 and when repeated the same day generated a negative result. Sid (B)(6) was run on (B)(6) 2025 and generated a result of rsv CT: 40.27 and when repeated on the same day generated a negative result. In addition, on (B)(6) 2025, one internal test sample (sid neg1), which is known negative came out low covid positive (CT: 37.86). Customer questioned the late positive results and did not report them out of the lab but repeated them. Patient management was not impacted.